Manufacturer narrative:
H.6. Investigation: although no samples or photos were received for investigation for this complaint, similar issue was previously investigated : the label on the outside of the case carton was confirmed to be from batch# 8285697 and trays inside the case carton were labeled as incorrect batch# 8280697. The batch number was incorrect on the top web and no rejections were noted due to human error during inspection. Quality notification was later identified which most likely contributed to the reported condition. Additional inspection performed and the batch was released based on meeting our re-qualification requirement. Root cause: software bug with the variable printer and due to human error during inspections. Preventive and corrective action, CAPA#900946, have been initiated to investigate this reported issue.

Event description:
It was reported that the customer received 120 cases of bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, but 51 of the cases had lot number 8285697 on the box and lot number 8280697 on the syringe tray. All defects were found before use. The following information was provided by the initial reporter: "today we received 120 cases of item bd309703 under po(B)(4). Of that quantity 51 cases have lot number 8285697 on the box and 8280697 on the syringe tray."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer received 120 cases of bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, but 51 of the cases had lot number 8285697 on the box and lot number 8280697 on the syringe tray. All defects were found before use. The following information was provided by the initial reporter: "today we received 120 cases of item bd309703 under (B)(6). Of that quantity 51 cases have lot number 8285697 on the box and 8280697 on the syringe tray."